Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted into a pt for the endovascular treatment for an abdominal aortic aneurysm in 2001. The pt had a short aneurysm neck. The pt had a history of renal failure and all six post-implant follow-up CT scans were performed without contrast. It was reported that a CT scan performed in 2003 demonstrated no endoleak. It was reported that in 2003 the pt presented to the emergency room with back pain, septicemia and a change in mental status. An MRI of the spine performed in 2003 demonstrated a retroperitoneal mass, which was confirmed by contrast CT 2 days later be a rupture of the aorta proximal to the renal arteries. CT scars also demonstrated dilatation of the aorta at the proximal end of the stent graft, aneurysm enlargement and type I endoleak. It was reported that the pt was then placed on dialysis. Due to the pt's medical history the decision was made not to repair the ruptured aneurysm, the pt was taken off dialysis and comfort measures were undertaken. The pt was reported to have expired the following month. The death certificate states the primary cause of death was cardiopulmonary arrest and a ruptured aortic aneurysm as the secondary cause.